Manufacturer narrative:
510(k) # is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter memory will not remove old readings as designed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable based on customer service troubleshooting as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. Lifescan received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. Evaluation was not able to confirm the alleged complaint. However, the battery contacts appeared corroded. This complaint is being reported as a malfunction due to the battery contact issue found during device evaluation.